Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional graftmaster stent is being filed under a separate medwatch report.

Event description:
It was reported that a perforation occurred in the left anterior descending (lad) with the use of an unspecified device. Two graftmaster stents were opened and prepared. A 3.5 x 16 mm graftmaster would not cross the lesion site; the device was removed and balloon angioplasty was performed. A 2.8 x 16 mm graftmaster stent was implanted, successfully sealing the perforation. Subsequently, the patient expired seven days post procedure. No additional information was provided.